Event description:
It was reported that the syringe 1.0ml 31ga 8mm ufii 10bag 500cs experienced scale marking issues. The following information was provided by the initial reporter: material no. 328418, batch no. 8218538. Verbatim: consumer reported that the scale print on several syringes is incorrect, occurrence date is 04-07-19. Lot # 8218538, product # 328418, exp 08-31-2023.

Manufacturer narrative:
Investigation: customer returned (1) loose 1ml, 31g x 8mm bd insulin syringe (used). Consumer reported that the scale print on several syringes is incorrect; the top line of some the syringes is mismarked so it is difficult to gauge one unit. The returned sample was examined and the top line of the scale marking was observed to be missing, thus confirming the alleged defect. A review of the device history record was completed for batch# 8218538. All inspections were performed per the applicable operations qc specifications. There was one (1) notification [200774615] noted for missing scale line. Bd was able to duplicate or confirm the customer¿s indicated failure (missing scale line). CAPA #162566 to address printed barrel defects. Possible root causes for missing scale line include: damage to the pad print drum not touching the pad for ink transfer pad heat set incorrectly print head timing out of adjustment.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 1.0ml 31ga 8mm ufii 10bag 500cs experienced scale marking issues. The following information was provided by the initial reporter: material no. 328418, batch no. 8218538. Verbatim: consumer reported that the scale print on several syringes is incorrect, occurrence date is (B)(6) 2019. Lot # 8218538, product # 328418, exp 08-31-2023.